Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Due to the paucity of clinical information and image provided regarding the filter, the exact etiology of the filter fracture cannot be definitively determined.

Manufacturer narrative:
Corrected data: please note that the catalog code (466fxxxx), represents an unknown optease vena cava filter. The catalog and lot number/(s) for the actual product/(s) used in the procedure are unknown. Investigation was conducted, but the information will not be available.

Event description:
The physician noticed a break on the first venogram before any attempt was made to remove filter. The optease filter had a broken nitinol bar that was in a transverse location. During attempts to remove the filter, the bar could not be moved to a longitudinal position. The filter was unable to be retrieved. A picture was provided. The filter was implanted at another institution, therefore the product, patient, or implant information were available. Picture returned from the account confirms one strut fracture.